Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. There was an air detected in cassette warning heard 3 times during fill 1of 4. The patient indicated that the cassette leaked. In a follow up the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The nurse explained that there was fluid just inside the cassette door of the cycler. The patient let the cycler sit overnight and has been using it since with no other issues. The cycler set was discarded.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. There was an air detected in cassette warning heard 3 times during fill 1of 4. The patient indicated that the cassette leaked. In a follow up the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The nurse explained that there was fluid just inside the cassette door of the cycler. The patient let the cycler sit overnight and has been using it since with no other issues. The cycler set was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.